Event description:
After firing a device, bleeding and oozing were observed coming from the staple line. Sutures were used to control the bleeding with no adverse impact to the patient.

Manufacturer narrative:
The device was returned and evaluated and no abnormalities noted on the device that would cause the stated event. Evaluation summary: reload was returned completely fired. There are no issues on the reload that would contribute to a bad staple line.